Event description:
The customer reported via phone call that their act button did not stick up like their escape or b button. The customer also reported having difficulty pressing the act button. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.